Event description:
It was reported that the patient was experiencing loss of stimulation due to migration. The patient underwent a revision procedure and during the procedure the physician found out that the "patient's" lead was fractured. The "patient's" lead was replaced and the patient was doing well postoperatively. The explanted lead will be returned for analysis.

Manufacturer narrative:
Sc-8216-70 sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was completely separated from the paddle. The paddle portion of the lead was not returned. It appears that the lead was exposed to excessive tensile force when it migrated, causing the complete separation of the paddle from the lead and the reported loss of stimulation. Electrical test could not be performed due to the damaged lead. With all the available information, boston scientific concludes the allegation of the patient was experiencing loss of stimulation due to migration has been confirmed. Visual inspection revealed that the lead was completely separated from the paddle. The paddle portion of the lead was not returned. It appears that the lead was exposed to excessive tensile force when it migrated, causing the complete separation of the paddle from the lead and the reported loss of stimulation. Electrical test could not be performed due to the damaged lead. Based on the IFU, lead migration is one of the possible risks of implanting pulse generator as part of a system to deliver spinal cord stimulation. The reported lead migration resulted in the reported loss of stimulation. Therefore, the probable cause selected is known inherent risk of device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss of stimulation due to migration. The patient underwent a revision procedure wherein the physician found out that the lead was fractured. The patients lead was replaced, and the patient was doing well postoperatively. The explanted lead will be returned for analysis.